Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens (iol), the pt presented with a myopic refractive error (-2.5 d). The surgeon suspected that the iol may have vaulted anteriorly, causing the change in refraction. In an attempt to resolve the refractive error, the surgeon performed secondary surgical intervention to reposition the lens. During this procedure, the surgeon observed that the lens had been inadvertently implanted upside-down in the pt's eye. The lens was then repositioned successfully and the pt's visual acuity improved to 20/20.